Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, device did not clip correctly. The clips were misformed and jammed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.